Event description:
It was reported that an ilet bionic pancreas failed to power on after being placed on a charging pad, despite a solid green indicator on the charger and intermittent display of a blue circle, followed by a low battery message; after further charging, the device displayed a full charge and normal function. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Customer care provided support that included telephone troubleshooting and user education regarding charging procedures. Investigation of this case revealed a temporary power or charging recovery consistent with very low battery state, with no persistent device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging oversight or device operation from a depleted battery.